Event description:
Patient was revised due to joint instability of femoral component and femoral head being fused to the trunion. Surgeon made attempts to disassociate the head from the trunion but it would not come off. Surgeon elected to removed whole stem and replace it with a stryker resmod construct. He switched out the liner for a pinnacle mdm liner. There was no loosening and surgical delay. Doi: (B)(6), 2021. Dor: (B)(6), 2022. Affected side: right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.